Manufacturer narrative:
Corrected data: g1. H6: coding has been updated to reflect investigation conclusion.

Event description:
No new information.

Event description:
It was reported that during a six month post-operative follow up, x-ray imaging revealed that an ozark self-starting, variable screw migrated out of an ozark plate. The patient requires a revision surgery. Review of the provided x-ray revealed the migration of an additional ozark screw and a failure of the plate's locking mechanism. The report captures the second of two ozark screws.